Manufacturer narrative:
A petri dish with a dvd were received on june 26, 2019. The petri dish was observed under microscope; a dry and whitish substance was observed inside the petri dish. The dry substance was observed minutely under microscope but to the conditions of the substance the fiber could not be identified. The dvd received could not be evaluated since the dvd appears to be in a different format and its content could not be seen. The complaint could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Serial number: unknown/not provided. Catalog#: a complete catalog# is unknown as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI number: a complete UDI# is unknown as product serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, the lens remains implanted to date. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. The device was not returned for analysis as it remains implanted. There was no serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a white, foreign matter, a fiber material was attached to the back surface of the pcb00v intraocular lens (iol) when implanted. The foreign matter was sucked out with a simco needle and the operation ended without any problem. There was no patient injury reported. No further information was provided.